Event description:
Customer reported meter results of 33 mg/dl and 293 mg/dl within 10 minutes, another separate comparison of 13 mg/dl and 381 mg/dl within 10 minutes on the advantage system. Customer symptoms of hypoglycemia for which she self treated. No adverse event reported. A requested was made for the return of the system, replacement was sent.